Event description:
It was reported that the patient's ipg is unable to communicate with its external devices. Troubleshooting was unable to resolve this issue. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported ¿communication issue¿ was not confirmed. The returned ipg was able to establish a ble bond with the lab clinician programmer and normal communication was observed. The visual inspection via x-ray of the returned ipg found the antenna was properly terminated to the pcb hybrid. The ipg also communicated with all lab utilities. When reviewing the ipg magnet log, there was one instance on (B)(6) 2025 where the magnet application did not establish a ble bond.